Event description:
Fentanyl 5 mcg/ml dilutions were sent to an external lab for potency testing. After multiple sub-potent results in bd brand syringes, the products were prepared and sent in monoject brand syringes. The potency of the product in the bd syringes ranged from 42% at 2 days to 10% at 14 days, but in the monoject syringes the potency was 98% on day 2 and 98% on day 14. The external lab reports a trend in this type of stability issue from their customers who use bd syringes.